Manufacturer narrative:
As the unit has not been returned, a technical analysis was unable to be performed. The manufacturing records were reviewed and no issues or discrepancies were found and met all specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu.

Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, a thrombosis occurred. The target lesion was located in the calcified mid right coronary artery. The lesion was treated with a 3.0x24mm taxus liberte' stent. Two days later, "the patient appealed for negative conditions". Emergency angiography revealed a sub acute thrombosis. At the time, the event was reported, the patient's condition was stable. No further complications occurred.